Manufacturer narrative:
.

Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
Operator of device - health care professional. Single use device - not reprocessed. Evaluation - the associated device was returned and evaluated. A visual inspection of the returned shell revealed the device resembles typical explanted devices. A lab analysis was completed with the following results: burnishing/deformation, which may have been created by intra-operative instrument contact, was observed on the fixation surface of the shell, no unexpected features were observed on the returned device. A definitive root cause cannot be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Device labeled for single use. Usage of device - initial use. (B)(4).